Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had foreign matter inside the barrel. This was discovered during use. The following information was provided by the initial reporter: material no. 328468 batch no. Unknown (provided: 4038828). It was reported that when plunger was pulled back on one syringe, there was foreign matter found inside the barrel. Verbatim: issue(s): daughter calling on mom's behalf. Daughter removed the caps and pulled the plunger back on 1 syringe - found about 4 units of a blob foreign matter inside barrel.